Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information not provided by reporter. Device is an instrument and is not implanted/explanted. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2015, during an open reduction internal fixation (orif) the reduction forceps broke at the clamp. The device did not fragment. Surgeon used another device from the tray to complete the surgery. Surgery was completed successfully. The device is available for return. There was no surgical delay. This report is 1 of 1 for (B)(4).